Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed with a critical pump error. The customer's blood glucose was 75 mg/dl at the time of incident. Customer received a low blood glucose alarm and the insulin pump suspended insulin delivery. Five minutes after the customer resumed insulin delivery on the insulin pump, the pump alarmed critical pump error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with critical pump error (open book image) alarm and pump error 40 alarm is found in the formatted history file due to software error. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.